Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device would not auto-populate a secondary infusion of cefepime during programming. When the clinician manually entered the programming, the primary fluid ran instead of the secondary fluid. The issue was noted quickly and the pump was switched out before patient received the incorrect solution. There was patient involvement but no harm.